Event description:
It was reported that the asymptomatic patient presented via merlin.net with noise on the right ventricular lead. The cause of noise was unable to be determined. The patient will continue to be monitored remotely.